Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that a patient had just had an MRI almost an hour ago and his pump was alarming and said motor stalled. Telemetry had not yet been performed and it was noted this was the first time the patient had an MRI with this pump. "I come out and it's not starting. I never had it alarm this long before. The patient planned to call their health care provider about the alarm. It was noted the patient usually had his pump checked within a few days of having an MRI but this was the first time he had heard it alarm after. The device system was used to deliver baclofen. It was later reported the patient was on their way to the health care provider's office. It was noted the MRI had taken place "about an hour ago" and his pump was still beeping. Telemetry had not yet been performed.